Manufacturer narrative:
The reported event was confirmed use related as the user uses the catheters incorrectly. A potential root cause for this failure could be "lack of training on appropriate technique, user does not open package as indicated". DHR review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: "self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Instruction for use: 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. 4. Clean the opening to the urethra - and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6" from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient needed to mix them own lubricant on place it on the magic 3 go male coude intermittent catheter. The representative explained to the customer how to use the product and have the lubricant extracted inside of the catheter packaging without having to touch the lubricant. Per follow up via phone (B)(6) 2023, customer experienced sepsis and had to be admitted to the hospital for 3 days after using the catheter. Customer was no longer using the catheters.